Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patients blood glucose level reached 300 mg/dl. It was also reported that the controller would not turn on. Symptoms reported include dehydration and fatigue. The patient was treated with a bolus and suggestion of 1 unit of insulin per carb. The patient was released two days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.